Manufacturer narrative:
During the evaluation of the device at the third party service center, the power button and alarm silence button were found to not work properly. The device's front panel keypad/led pca and system board were replaced to address the issues.

Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use.